Manufacturer narrative:
Patient age is unknown. Explant date is not applicable since the product was not removed. Device evaluation results are not available. If the anate, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, there was an error in surgical protocol.